Manufacturer narrative:
The date of this submission is (B)(4)-2011. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2011 from a consumer (age, gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss waxed mint for dental cleaning (lot number 2141d, route- dental, expiration date unspecified). After an unspecified duration, the consumer reported that the floss popped out of the container and the cutter came out. The consumer stated that the device could not be used in the intended way. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case. Additional information received on (B)(4) 2012. Based on the quality investigation, a review of the trending data of potential device malfunction revealed no adverse trends and no trend involving this lot number 2141d. All packaging materials were found to be in conformance with the corresponding specifications. The results of all testing, and in-process controls were reviewed and met the established requirements prior to the release of this lot for distribution. Additionally, the results of the retain sample visual inspection conformed to the specification. A returned sample was not received so a visual inspection could not be performed. If the sample is received, the complaint will be reopened and a visual inspection performed. The retain samples meet specification. A review of the investigation documentation did not indicate reach dental floss failed to meet specification. The review of the investigation documentation concludes that the retain sample for reach dental floss waxed mint 55 yard - lot 2141d was acceptable against specifications and that the customer sample was not received. However, an adverse trend was observed for cutter breakage/ loose/ popping off. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4)-2011 from a consumer (age, gender unspecified) reporting on self from the united states.on an unspecified date, the consumer started using reach johnson and johnson floss waxed mint for dental cleaning (lot number 2141d, route- dental, expiration date unspecified). After an unspecified duration, the consumer reported that the floss popped out of the container and the cutter came out. The consumer stated that the device could not be used in the intended way.this report had no adverse event and the action taken with the device was unknown.this report was considered a reportable malfunction case.